Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the staple did not fire. The same handle was tested with a different load and it worked properly as intended.